Event description:
Nurse withdrew approx 6cc of fluid from foley balloon and was unable to aspirate more fluid and foley could not be pulled. The balloon port was cut and then after waiting for a few moments an attempt was made to withdraw catheter. The nurse was able to withdraw the catheter with little resistance, however pt did have bleeding noted. An urologist consulted, noted that the catheter pulled from pt's bladder with the balloon inflated partially caused trauma. Pt continued to bleed from urethra since removal. The next day the urologist noted that the pt had no more urethral blood and had minimal pain. Pt was to follow-up with urologist 4-6 wks after discharge for outpatient (office) cystoscopy to make sure there is no permanent injury to urethra.